Manufacturer narrative:
Patient age and weight are unavailable from the site. The device manufacture date is unknown at this time. No parts or files have been received by the manufacturer for evaluation.

Event description:
A surgeon reported that while in a functional endoscopic sinus surgery (fess), the system was unresponsive and lost registration. They re-registered without disruption to sterility. The surgeon chose to complete the cranial procedure with the use of the stealthstation s7 system. No negative impact to the patient outcome was reported.

Manufacturer narrative:
Manufacture date now provided.